Event description:
It was reported that two denali polyaxial screws fractured post-operatively. Revision surgery was performed. This report represents the 2nd of the 2 screws.

Manufacturer narrative:
Visual, dimensional and functional analysis could not be performed as the device was not returned and x-rays were not provided. Device and complaint history records were reviewed and no relevant manufacturing issues or similar complaints were identified. The denali surgical technique was reviewed and the following was identified: internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend, or loosen. Load produced by load bearing and activity levels will impact the longevity of the implant. Metallic implants can loosen, fracture, corrode, migrate, cause pain, or stress shield bone even after a bone has healed. If an implant remains implanted after complete healing, it can actually increase the risk of re fracture in an active individual. It is possible that these fractures could have occurred due to fatigue or instantaneous loading. However, a conclusive root cause could not be established based on available information.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that two denali polyaxial screws fractured post-operatively. Revision surgery was performed. This report represents the 2nd of the 2 screws.